Event description:
It was reported that the output for the external pulse generator was at the low end of the tolerance scope. It was just calibrated by the company in (B)(6) 2012. The generator was returned for calibration. No patient involvement was indicated.

Event description:
It was reported that the output for the external pulse generator was at the low end of the tolerance scope. It was just calibrated by the company in (B)(6) of 2012. The generator was returned for calibration. No patient involvement was indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Device passed all incoming tests and bench tests.